Event description:
During service by baxter, the infusion pump was found to contain an air-in-line printer circuit board on channel c that was out-of-specification. According to the hospital representative, no patient injury or medical intervention had been reported related to the device

Manufacturer narrative:
Evaluation summary: the condition of air-in-line printed circuit board out-of-specification was confirmed on channel c during testing. The air-in-line printed circuit board was recalibrated and the pump was returned to the customer fully operational.